Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that acrobat-I stabilizer z was unsteady and shaking inspite of maximum tightening. Completed the procedure with the new one. No patient harm.

Manufacturer narrative:
Tw (B)(4). Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11. DHR of the reported batch is reviewed, there¿s no deficiency identified from production relevant to the knob difficult/ unable to tighten-arm does not lock issue prior to this complaint. All the products had been performed 100% mechanical function test during production. They all passed the function test, which demonstrates the knob can be tightened and also can tighten the link arm. The reported lot was manufactured starting from dec.02nd, 2024, lot qty was (B)(4). There's no ncr relevant with ¿knob tighten link arm¿ initiated during the manufacturing process.

Event description:
N/a.